Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. H11: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. Microscopic examination was performed, and it was found that the first activation was not performed. No other problems with the device were noted. The reported event of clip would not release was not confirmed. Analysis of the returned device found that the device returned has evidence of soft deployment and without any activations; this means that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment may have been caused by the insertion of the device into the scope, the physician's technique, or any unrecorded impacts to the joint during preparation. The joint capsule bushing might have detached due to an external force impacting this joint. Based on all available information and the analysis of the returned device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure to treat bleeding performed on (B)(6) 2025. During the procedure, the device would not deploy once it was advanced down the scope channel. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure to treat bleeding performed on (B)(6) 2025. During the procedure, the device would not deploy once it was advanced down the scope channel. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.